Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead helix exhibited an unspecified rotation issue. The lead was not used and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was bent and stretched consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the over torqued inner coil in the connector region. The cause of the reported event was isolated to the damaged helix, the over torqued inner coil and the helix clogged with blood/tissue.